Event description:
Pt presented to infusion/transfusion center with extension connector set line snapped. PICC line cadd tubing intact. Unable to flush PICC line. Doctor notified, PICC line pulled intact 57 cm. Pt given final infusion by IV and discharged from care.